Event description:
Patient was treated by paramedics for hypoglycemia. Patient reports they went mall walking for 30 minutes, then went shopping. On the way home, they became confused, missed their exit and crashed into a road sign. They were not unconscious, but confused. A friend saw the accident and called 911. Device passed all technical inspections.